Event description:
It was reported that the insulin pump overdelivered insulin. The blood glucose reading is 297 mg/dl. Caller unsure why the insulin pump delivered 9.9 units bolus that was not programmed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.